Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was monitored and no unexpected powering off or blank display noted. Device received with scratched display window and cracked keypad overlay at select button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose level was 253 mg/dl at the time of the incident. Customer state that scratches to the screen and unable to read the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.